Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise. The system had also recorded an untreated episode with oversensing and noise as well. The programming vector was reprogrammed and additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. The explanted electrode was discarded and will not be returned for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.